Event description:
Pt was revised to address loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports mfg lot or reports of loosening for the product code. The investigation could not verify or draw any conclusions about the root cause of the reported loosening; however, provided info stated lack of bony ingrowth was a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.